Event description:
The caller reported experiencing alarm 2 followed by alarm 26, which were related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. In response to the issue, the customer was instructed by technical support to perform several actions, including disconnecting the tubing, tightening the t:lock, and delivering a bolus. Despite these efforts, the occlusion alarms recurred. Eventually, the customer was advised to disconnect from the site, load a new empty cartridge onto the pump, and deliver a 9-unit bolus, which was completed successfully. Additionally, the customer was instructed to replace supplies as necessary and resume insulin therapy. Technical support agreed to send replacement cartridges, as the customer noted issues with the non-replacement cartridges.